Manufacturer narrative:
The insulin pump was received with an unexpected motor noise noted during rewind due to faulty motor. The insulin passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
It was reported via phone call that they customer had a missing dome label sticker on the insulin pump. Customer also reported the insulin pump made a loud noise during a bolus delivery. The customer's drive support cap was not damaged. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.